Event description:
Subsequently, after the initial was filed it was noted that the two unspecified xience stents were a 2.25x28mm xience skypoint that was deployed in the diagonal and a 2.75x33mm xience skypoint that was deployed in the left anterior descending artery.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience skypoint everolimus eluting coronary stent system instruction for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent during placement of the distal stent and reduces the chance of damaging or dislodging the proximal stent. In this case, it does not appear the instruction for use (IFU) deviation related to placement distal to implanted stent caused the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The reported patient effect of embolism is listed in the xience skypoint everolimus eluting coronary stent systems IFU as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 2923 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. 2017- improper or incorrect procedure or method, distal to stentna.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified left anterior descending artery. An unspecified guide catheter was advanced; however, visibility to the lesion was lost. Two xience stents were implanted. The 2.75x15mm xience skypoint stent delivery system (sds) was attempted to be advanced distally; however, met resistance with the previously implanted stents and anatomy. During removal of the sds, resistance was met with the anatomy, guiding catheter and previous implanted stents. It was noted that the stent stripped off the balloon when the proximal tip of the guide catheter pushed the stent off the balloon. The patient was sent to double bypass surgery. The stent was not retrieved during surgery and remains free floating in the anatomy. No additional information was provided.